Manufacturer narrative:
Manufacturer's ref. No: pi1-1ia5zae it was reported that a patient underwent a procedure with an ep ¿ shuttle rf generator system ¿ 100w. Although the pump was displaying errors, the ep ¿ shuttle rf generator system ¿ 100w would continue to ablate. Every time the flow was changed to high flow, the coolflow pump would display an error message and would need to be restarted. Also, when it was in automatic mode and the physician would press the ablation pedal, the coolflow pump would show errors. They exchanged the coolflow pump and completed the procedure with no patient consequence. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures. Repair follow-up was performed and device was not shipped for service. Service was declined. Complaint was unable to confirm.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: coolflow pump, model #: m-5491-01, serial #: (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with an ep ¿ shuttle rf generator system ¿ 100w. Although the pump was displaying errors, the ep ¿ shuttle rf generator system ¿ 100w would continue to ablate. Every time the flow was changed to high flow, the coolflow pump would display an error message and would need to be restarted. Also, when it was in automatic mode and the physician would press the ablation pedal, the coolflow pump would show errors. They exchanged the coolflow pump and completed the procedure with no patient consequence. Since the coolflow pump was displaying errors however the ep ¿ shuttle rf generator system ¿ 100w would continue to ablate, we have assessed this event as a reportable malfunction under the ep ¿ shuttle rf generator system ¿ 100w as there is the potential for patient injury.